Event description:
On (B)(6) 2011, this pt was implanted with gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure, the contralateral gate would not completely open and wire access could not be obtained. The top centimeter of the gate was partially closed. The physician attempted to implant a contralateral leg component. The physician barebacked the device into the gate, but the device would not advance. The device was then pulled back into the sheath. The device self deployed before it was brought back into the sheath. The device unintentionally covered the left hypogastric artery. The physician was able to bridge the gap with another device and the procedure concluded with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device involved: (B)(4).